Event description:
It was reported that the customer had intermittent occlusion alarms. The customer's blood glucose level ranged from 396-397 mg/dl and customer had mild ketones. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.